Event description:
Customer called to report that the an unusual amount of condensation had formed in the reagent carousel area of the unicel dxc 600 synchron system. Customer stated that the reagent probe b collar wash was possibly leaking. Customer stated that patient results were generated, but that the results were not erroneous. The customer technical specialist generated a service request. On the following day, the field service engineer (fse) inspected the instrument and found that the a/b valve line was loose. The fse replaced reagent probe b and the reagent probe b collar wash. The fse also cleaned the a/b valve. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer stated that no one was affected by or exposed to the instrument leak.

Manufacturer narrative:
(B)(4).